Manufacturer narrative:
This supplemental report is being submitted to provide correction to the initial emdr submitted. Updated fields: h2, h11 this report was sent in error for the issue "lead test positive" which was determined to be leak test positive, which would not cause or contribute to death or serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for lead. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.